Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was fully fired, the loading unit had damage to the cutting edge of the knife blade, and staple pushers were partially flush with the cartridge. Functional testing required the interlock to be overridden and the loading unit was applied to test media. The interlock was tested and found to function properly. Evaluation of the returned device¿s condition revealed that it had been applied on tissue beyond the indicated range. It was reported that the staples did not form as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y gastric by pass procedure, while closing on the jejunostomy orifice, b formation could not be seen or occurred. There was no patient injury.